Event description:
The patient called lfs and alleged that their meter would not power on. The patient stated that they had not tested their blood sugar fro about 2 weeks. The patient stated that they had a back up meter but they did not report any results that were obtained on either meter. The atient stated that after testing their blood sugar they ate/drank. The patient visited their physician . Their blood sugar was tested there and they were given a pill (type of medication is unknown). Patient does not know what their blood glucose reading on the physician's meter. The patient stated that they replaced the battery and the meter did not power on. Based on the information provided, there is evidence of a meter malfunction. However there is no evidence of a meter malfunction. However there is no evidence of harm or injury. The meter was replaced for the patient. No further information has been reported.